Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the lead was defective. The patient did not receive "suffixens" therapy. The lead was replaced. Normal use led to this event. There was no information available regarding the diagnostics/troubleshooting performed. The issue was resolved at the time of this report. Additional information was requested to find out the troubleshooting performed and the results. If additional information is received, a follow up report will be sent.